Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician used ultratome xl and jagwire guidewire for cannulation of the pancreatic duct to place a plastic stent in the pancreatic stricture. The cannulation was successful and the plastic stent was placed. However, when the guidewire was removed, the hydrophilic tip detached in the pancreatic duct exposing the tip of the metal corewire. The procedure was completed with this jagwire guidewire. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician used ultratome xl and jagwire guidewire for cannulation of the pancreatic duct to place a plastic stent in the pancreatic stricture. The cannulation was successful and the plastic stent was placed. However, when the guidewire was removed, the hydrophilic tip detached in the pancreatic duct exposing the tip of the metal corewire. The procedure was completed with this jagwire guidewire. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(4) 2015: there were no patient complications reported as a result of this event. No attempt was made to retrieve the detached fragment.